Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the pump¿s history showed no evidence of reboots. During evaluation of the pump, the battery compartment and battery cap were examined and no damage was observed. The battery cap contact height and width were both observed to be within specifications and the cap was able to fully attach to the pump. The pump was powered on and exercised for 24 hours with no power issues. During testing, 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The pump was tested with an external power supply and idle, sleep, rewind, and load currents all are within specification. Removal of the pump cover showed no evidence of internal moisture and no loose components or intermittent connections were identified inside pump. Unrelated to the complaint, the audio bolus button cover was missing.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump had powered off during the night and the patient experienced blood glucose (bg) of 331mg/dl with ketones. The pump was successfully powered back on and the patient's bg was treated with a bolus. The pump was not available for troubleshooting at the time of the initial call. Customer technical support had attempted to reach the reporter for troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.